Event description:
Zoll lifecor customer support reviewed the download of a (B)(6) male pt that shows a gel release message. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (gel released messages) has been confirmed. Upon receipt of the electrode belt, no gel was released or leaking from the belt. It was discovered that the electrode belt had broken wires in the therapy electrode pads. The constant "add gel" alarms experienced by the pt were caused by broken wires (blue wire in therapy electrode 2 and brown wire in therapy electrode 3) in the therapy electrode pads, causing gel fire circuit and driven ground to open, causing gel release messages. The root cause of the broken wires was caused by poor solder joints. Once the wires were reattached, the electrode belt was fully functional. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.